Event description:
It was reported that syringe 1ml ll syringe is disconnecting at the luer connection. The following information was provided by the initial reporter: material no.: 309628, batch no.: unknown. It was reported the syringe is disconnecting at the luer connection.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 1ml ll syringe is disconnecting at the luer connection. The following information was provided by the initial reporter: material no.: 309628, batch no.: unknown. It was reported the syringe is disconnecting at the luer connection.